Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with compression fracture at l1 and l5 involved in kyphoplasty procedure. Levels implanted- l1 l5. It was reported that during procedure when working on the second level with a new balloon tamp, the balloon ruptured. The ibt failed during the first insertion attempt into the vertebral body. When working on second level with a new tamp, the gauge registered 237 psi and the balloon/tamp ruptured. There was no problem with the expander 1 balloon tamp. It is unknown whether the patient was allergic to the contrast media. There was no delay in overall procedure time. Procedure was completed with a new product. No additional treatment/surgery performed as a result of this event. Patient was not hospitalized prolong as a result of the event. There were no patient symptoms or complications as a result of this event. Patient is alive and no injury.